Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008 and mesh was implanted; and on 08/14/2012, advantage fit was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent a hysterectomy in 2010. The patient underwent mesh excision on (B)(6) 2012 due to erosion.

Manufacturer narrative:
It was reported that following insertion the patient experienced symptomatic stress urinary incontinence.